Manufacturer narrative:
Investigation is ongoing. UDI#(B)(4).

Event description:
During a tavr transfemoral procedure, the patient had very tortuous iliac artery and abdominal aorta with circumferential calcium. There was some insertion difficulty with a 14fr esheath. During insertion of the 26mm commander delivery system through the 14fr esheath, there was a lot of resistance and all the pressure pushing the delivery system through caused the sheath (which was not sewn in) to slip down in the abdominal aorta exposing a tight bend of the vessel. Once the valve was out of the sheath, the delivery system/valve would not advance into the straight part of the descending aorta. The system was getting caught at a bend on calcium in the abdominal aorta when trying to advance the system. A decision was made to remove the sheath and delivery system as a unit since the system would not advance. The valve was pulled back into the sheath, but was unable to be withdrawn into the sheath since the balloon was already aligned on the valve. The pushing and pulling of the valve back through the ilio-femoral system caused vascular complication and bleeding (did not require >3units of blood) and a little extravasation was observed on angio of the left common femoral artery (cfa) at the insertion site. A balloon was inserted to stop the flow and pressure was held until the bleeding stopped. The procedure was aborted. The bleeding was controlled and patient is stable and fine. An attempt will be made for a valve in the future via alternative access. Review of photos provided of the devices after removal revealed major liner delamination of the esheath. The esheath and delivery system will be returned for evaluation. As reported, the vessel was not pre-dilated. The loader was fully inserted into the esheath. Nothing out of the ordinary was noticed during device preparation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: sheath distal tip split, c-marker fully attached to liner, liner delaminated at distal tip approximately 1¿, and valve on inflation balloon with multiple bent struts. Procedural imaging was provided and reviewed. Imaging revealed a picture of the delivery system and esheath after removed from the patient, the patient¿s vessel tortuosity and delivery system retrieval through the esheath. Functional testing was not performed due to the condition of the returned device (valve on inflation balloon, sheath liner delamination). Dimensional testing was unable to be performed. During manufacturing, the esheath shaft component is 100% inspected per procedure. During esheath assembly the sheath is visually inspected. During manufacturing, the esheath tip is 100% inspected per procedure for the following: dimensionally inspected shaft outer diameter (od), tip inner diameter (ID), tip length, working length, coating length, and strain relief. Per procedure, sheath expansion testing seem separation, holes or tears in strain relief was performed on the finished work order under a sampling basis during product verification testing per procedure. In addition, expander insertion force testing per an edwards lifesciences technical summary was performed to verify no damage was caused to the sheath during expansion. All samples tested met statistical acceptance criteria. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review revealed no issues that could have contributed to the event. A lot history review of the work order was performed and revealed no other complaints relating to ¿sheath shaft - resistance with delivery system, bc¿, ¿sheath distal tip - liner delamination¿, or ¿sheath distal tip - split¿. A review of the complaint history from january 2018 to december 2018 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿sheath shaft - resistance with delivery system, bc¿, ¿sheath distal tip - liner delamination¿, and ¿sheath distal tip - split¿ were confirmed. No potential manufacturing non-conformances were identified. A review of manufacturing mitigation's supported that the sheath has proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training deficiencies were identified. Per training materials, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion of the sheath, and push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. The sheath distal tip was noted to be damaged during visual inspection, and per the complaint description ¿the patient's vessel was tortuous and circumferentially calcified¿. Damage to the distal tip indicates that the sheath may have interacted with calcification. This can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the delivery system. These patient factors may have contributed to the resistance observed. Furthermore ¿the patient had very tortuous iliacs and abdominal ao that was also tortuous with circumferential calcium¿. The patient anatomy likely contributed to the difficulties during withdrawal as well. The several attempts to get the device into the sheath in a bend likely contributed to the observed delamination and distal tip split. The complaints for were confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. In this case, patient factors, (calcification, tortuosity) or procedural factors (system getting caught in a bend during retrieval) contributed to the reported events. However, a definite root cause was unable to be determined at this time. Review of complaint history revealed that the occurrence rate does not exceed control limits for december 2018 trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
This report is associated with medwatch report number 2015691-2019-00188.